Event description:
The customer reported via phone call that the motor of the insulin pump was locked and they cannot rewind the pump. Customer stated that the pump won' rewind when they press the act button and it was also making a weird noise. Customer's blood glucose was 600 mg/dl. Customer stated that there was a 911 call for their high blood glucose. Customer stated that they were hospitalized due to high blood glucose over a year ago, but they never called to report it. Customer had diabetic ketoacidosis and was kept in the hospital until they were stable. Customer was walked through priming the pump. Customer stated that the pump was not working and not providing insulin. Customer requested a replacement for the pump and did not want to do any further troubleshooting.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, no delivery and motor tests. There was no motor error alarm or strange motor noise during prime/rewind test noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.